Event description:
A (B)(6) male who received op-1 putty in conjunction with calstrux on (B)(6) 2004 for an unknown indication was hospitalized for treatment of a stage iiia adenocarcinoma of the right lung on (B)(6) 2007. Testing included a CT scan on (B)(6) 2007 which revealed an irregular nodule in the superior segment of the right lower lobe and a lung biopsy which confirmed the stage iiia adenocarcinoma. Treatment included preoperative chemotherapy (not specified), preoperative radiation therapy and a right lower lobectomy on (B)(6) 2007. Outcome is unknown. The surgeon does not suspect this event was related to the use of the products. Additional information received on (B)(6) 2007 clarified that the patient is a (B)(6) male who received op-1 putty in conjunction with calstrux on (B)(6) 2004 for flatback syndrome, left l3 pseudoarthrosis, adjacent segment degeneration, and progressive kyphosis. Unspecified testing in (B)(6) 2005 first identified a pulmonary nodule which was found to be stable in (B)(6) 2005, but enlarged at a later date (not specified). The patient underwent a flexible video bronchoscopy on (B)(6), 2006, and biopsies were taken from the mediastinal lymph nodes as well as the transbronchial lymph node. The biopsy of the 4r and 10r lymph nodes were positive for poorly differentiated nonsmall cell lung cancer. The onset of symptoms were first documented on (B)(6) 2005 with the patient reporting weight loss, loss of anorexia, light-headedness, daytime drowsiness, chest pressure, abdominal pain and a dry cough. Risk factors include a 25 pack per year smoking history. The patient quit smoking 21 years ago. The patient's father died at the age of (B)(6) due to lymphoma. On (B)(6) 2006 radiographs demonstrated excellent alignment of the spine in both planes and no failure of the instrumentation. On examination, his spine alignment was excellent and his range of motion on the cervical spine was excellent. Some aching discomfort continued especially in the low back and around the right sacroiliac joint. Despite the surgeon's assessment that the event was not related, causality cannot be completely ruled out. No additional information will be requested.

Manufacturer narrative:
Second device: brand name: calstrux (tricalcium phosphate); type of device: implant; manufacturer name, city and state: stryker biotech, (B)(4); model #: na; catalog #: 40015; serial #: na; lot #: tukl001; operator of device: health professional; implant date: (B)(6) 2004; (B)(4).